Manufacturer narrative:
(B)(4). A covidien field service engineer (fse) inspected the device and was unable to duplicate the reported condition. The fse performed all self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use the ht70 plus ventilator had a oxygen sensor failure. There was no patient involvement.